Event description:
The facility stated that the surgeon implanted a aq2017v 3 piece silicone lens. After the lens was implanted the surgeon realized that he had calculated the pt for near vision and the pt needed distance vision. The lens was removed in piece without enlarging the incision during the same procedure. No pt injury. The injector model that was used was a msi-ps and the cartridge model that was used was a aq cartridge fp. The facility was unable to provide the injector and cartridge lot numbers.